Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature for the device exceeded the maximum allowable temperature. Cap and bearing failure and destruction, free roaming ball bearings failure and destruction, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside the head and neck which is evident from the wear on the teeth of tile gears. A lack of lubrication was also noticed. Additionally, the attachment failed all production requirements with the exception of illumination testing.